Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: during testing, the pump was unable to power on. The battery compartment was returned intact and no evidence of moisture contamination was found inside the compartment. No battery cap was returned with the device. The pump cover was removed and the printed circuit board was found to be cracked.